Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, an 18mm amplatzer septal occluder was successfully implanted. During a 3-month routine follow-up, it was noted that the device embolized and was found in the aorta. The device was successfully removed through vascular surgery. The patient status was reported as recovered

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of reported incident could not be conclusively determined. Please note that per the instructions for use, "once the diameter of the defect has been determined, select an occlusion device equal to or, if the identical size is not available, 1 size larger than the defect."

Event description:
It was reported that on 27 april 2022, an 18mm amplatzer septal occluder was successfully implanted. During a 3-month routine follow-up, it was noted that the device embolized and was found in the aorta. The device was successfully removed through vascular surgery. The patient status was reported as recovered. Subsequent to the previously filed report, additional information was received that on 27 april 2022, the 18mm amplatzer septal occluder was implanted into the atrial septal defect (asd) using an 8f amplatzer trevisio intravascular delivery system. The device was sized using transesophageal echocardiogram (tee) and sizing balloon. On 14 july 2022 during the 3-month follow-up visit, it was discovered on transthoracic echocardiogram (tt) that the device had embolized and was found in the aorta. The patient did not have any clinical signs or symptoms during or after this event. The implanted believed that the cause of the embolization was a device mis-sizing. On 2 august 2022, the embolized device was removed via vascular surgery, which was not emergent. The explanted device was discarded, and further steps to address the atrial septal defect will be discussed with the patient.